Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the plastic tip on the device fell off prior to being placed in the sheath for deployment. There was no harm to the patient. Additional information was received on february 13, 2018. Another device was used to achieve hemostasis. The exact amount of blood loss was not available, however, it was minimal. The procedure was successful.

Manufacturer narrative:
This report is being submitted as follow up no.1 to provide the completed investigation. One 8fr angio-seal evolution device was received for product analysis. The arteriotomy locator and hemostatic sheath were returned along with the angio-seal device. The returned components were subjected to visual analysis. The bypass tube was found detached from the distal tip of the carrier tube assembly leaving the anchor exposed. There were no other visual anomalies' noted with the carrier tube assembly. There was a kink in the arteriotomy locator 0.25" from the hub of the arteriotomy locator. No anomalies were noted with the hemostatic sheath. Functional testing was performed by repositioning the anchor and sliding the bypass tube over the distal tip of the carrier tube assembly and anchor. The bypass tube was able to be fit over the anchor and carrier tube assembly. There is no evidence that this event was related to a device defect or malfunction. Based on complaint history, it has been found that incorrect opening of the polyfoil pouch can lead to bypass tube detachment. However, no polyfoil pouch was returned for analysis. The exact cause of the reported event cannot be definitively determined based on the available information.